Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead was capped and replaced on (B)(6) 2019 due to and increase in lead impedance. Physician had monitored the lead remotely for months and elected to replaced the lead. Patient was discharged post procedure.